Manufacturer narrative:
(B)(4). MDR decision: not reportable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. No issue was experienced with this device. The device was used only to complete procedure.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a thoracic surgery, the first powered stapler, with black reload, initial firing, fired but wouldn't open. The manual override was used to remove the device from tissue. A second like powered stapler was tried, with a black reload, fired but wouldn't open. The manual override was used to remove the second device from tissue. An ec60a was tried as the third device, black reload, fired on the initial firing but the jaws wouldn't open. The doctor wasn't able to remove the device from tissue. An additional two ec60a staplers with black reloads were used to staple around the ec60a that was stuck on tissue, to remove the device. An ec45a was used to continue the procedure. The customer indicated the ec45a also encountered issues but it wasn't specified. Six staplers will be returned by the customer. It isn't known if the reloads will be returned. There were no patient consequences reported.